Event description:
The customer reports: the night shift rn had turned the patient and heard a snap noise from the left femoral central line. Upon further investigation the brown distal port hub of the left femoral central line had snapped off. The port was clamped and placed under a tegaderm. The proximal and medial ports were continued to be used due to the patient's urgent necessity for vasopressors. The sicu team made the decision to order a PICC line and removed the left femoral central line.

Manufacturer narrative:
(B)(4). The customer returned one cvc catheter for analysis. Signs-of-use in the form of biological material was observed inside the distal extension line. Visual analysis revealed that the distal extension line was cut. After performing dimensional inspection, it was discovered that the distal extension line had separated directly adjacent to the luer hub; however, it cannot be determined if a portion of the extension line is still inside the luer hub as it was not returned for analysis. The distal extension line from the juncture hub to the point-of-separation measured 83mm, which is the nominal value defined in the catheter graphic. The distal extension line outer diameter measured .0844", which is within the specification limits of .084"-.088" per the distal extension line extrusion graphic. The separated luer hub could not be evaluated as it was not returned by the customer. A manual tug test confirmed that the proximal and medial extension lines were secure within their respective luer hubs. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained, and further consultation requested". The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis and dimensional analysis revealed that the distal extension line had separated directly adjacent to the luer hub. The catheter met all relevant dimensional requirements. Based on the customer report and the sample received, the root cause cannot be determined as the distal luer hub was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the night shift rn had turned the patient and heard a snap noise from the left femoral central line. Upon further investigation the brown distal port hub of the left femoral central line had snapped off. The port was clamped and placed under a tegaderm. The proximal and medial ports were continued to be used due to the patient's urgent necessity for vasopressors. The sicu team made the decision to order a PICC line and removed the left femoral central line.